Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced eigt infusion set leakage event on (B)(6) 2024. The leakage was in the catheters. The blood glucose level was 250 mg/dl. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 8.

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 3003442380-2025-02362. Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6002826 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6002826 was manufactured according to the wi version 106 manufactured in the line l-8, on 16/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6002826 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan.

Event description:
To date no additional patient or event details have been received.